Event description:
It was reported that lens are black. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the lenses are black. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a bent outertube with cracked internal lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.